Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient mentioned that if they increased stimulation in order to get better pain coverage they felt tingling in their back and they could not walk. Overstimulation was reported. The patient stated that the stimulation target area was their back and legs. Back spasms were reported. The patient had an incident in which they almost fell. They caught themselves but did hit their lower back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.